Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion being treated was 85% stenotic in a moderately tortuous left anterior descending artery (lad). After predilation with a 2.5 x 20 mm terumo balloon the physician attempted to advance a taxus express2 3.5 x 32 mm stent. However, as the physician pushed the taxus stent across the lesion, the stent was dislodged from the balloon. The physician successfully removed the dislodged stent from the pt's body. The procedure was successfully completed using another taxus express2 3.5 x 32 mm stent. No injury or pt complication was reported. Pt status is reported to be "satisfactory/good."